Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, on (B)(6) 2016, the patient had to have surgery because their implantable neurostimulator (ins) had flipped and they had to make the pocket deeper. There were no symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s ins was now starting to bulge again. It wasn¿t bulging as severely as it was before the revision, but the patient was noticing it again. There were no trauma/falls that were reported to be related to this issue, and the patient had not had any changes to their weight. The patient couldn¿t lay on their back because the ins was so painful. On the day of the revision, the healthcare professional (hcp) told the patient that they only had 2 options if this happened again: 1. Deal with it, or 2. Take it out. It was noted the therapy really helped the patient and they wanted to keep the therapy. The patient had an appointment with their hcp in (B)(6) 2017. It was reviewed that the patient could get a second option, and it was noted the patient had a difficult time finding an hcp that would help them with their ic. No further complications were reported/anticipated.

Event description:
Patient said the device was working fantastic and patient had so much relief and was grateful but on (B)(6), patient's doctor had to go back in there and made their pocket deeper. So since then, everything was going great but patient was so sore around the area. Patient had pocket site pain. Patient said the reason the ins was implanted deeper was because: they noticed that there was a bulge and it was bulging and it started to hurt every time when they sat down. It was so near the surface of her skin, it was difficult to sit down. Patient went to doctor who said that's no big deal and they would make pocket deeper.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.